Event description:
It was reported that the arctic sun device was not heating. A functional check showed that the heater had failed .biomed requested a quote for the 2000 hour service and a loaner. Per investigator notification received on 07aug2023, it was reported that the l-tube & double l-tubing appears distended/expanded and two tank gaskets lifted from tank when removing tubing from tank . The mixing pump motor bearings shows signs of seizing when shalt is spun by hand. Performed 2000 hours preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was due to mixing pump/ motor failure. The device was evaluated and the reported issue was confirmed as the mixing pump motor bearings shows signs of seizing when shalt is spun by hand. Serviced mixing pump and replaced the mixing pump motor. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was not heating. A functional check showed that the heater had failed .biomed requested a quote for the 2000 hour service and a loaner. Per investigator notification received on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded and two tank gaskets lifted from tank when removing tubing from tank. The mixing pump motor bearings shows signs of seizing when shalt is spun by hand. Performed 2000 hours preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.